Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. X-ray examination showed the inner coil at the connector region was over torqued, which is consistent with procedural damage. After cleaning and applying torque to the inner coil at short range, the helix could be extended and retracted. The measured full helix extension length was within specification. The reported event of the helix being unable to extend was confirmed, and the cause was isolated to the helix being clogged with blood and tissue and the over torqued inner coil at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a loss of capture was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, there was a loss of capture noted on the right ventricular (rv) lead resulting in exit block. A lead repositioning procedure was performed; however, the helix would not extend. The lead was explanted and replaced, and the patient was stable with no consequences.